Manufacturer narrative:
Investigation summary: "material #: 301747; lot/batch #: 3109257. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while preparing to use a bd vacutainer® flashback blood collection needle, the nurse removed the non-patient shield and the IV shield came loose at the same time. This resulted in a clean needle stick injury. No further impact was reported.